Manufacturer narrative:
The device was returned to the resmed design house located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed system faults (sf 101 and 218) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the resmed manufacturing facility in (B)(4). Review of the device logs confirmed the occurrence of system faults 101 and 218 indicating the outlet pressure measurement was incorrect. Performance tests were not able to reproduce the reported system fault. Visual inspection observed water residue around the expiratory adapter and white particulate contaminants in the adapter membrane. Moisture and contamination in the expiratory adapter prevented a full seal on the membrane resulting in a leak and may have caused the system fault error. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).